Event description:
It was reported that a uh801 high-frequency wire, and an electrosurgical scope was used for gynaecological bipolar plasma resection surgery. At the beginning of the surgery when connecting various devices for excitation, the wire near the junction of the electrosurgical tool suddenly started to heat up, causing a crack and open flames to erupt outward. The doctor extinguished the flames with physiological saline. The device was replaced, and the surgery continued. No serious injury or additional medical intervention is reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information is provided in section d4 and d9. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: most probable root cause: mechanical damage due to incorrect handling of the cable. The cable isolation as well as the copper wire itself were cut. Therefore, no current flow was given. This led to a high contact resistance which was the cause of the sparks and flame seen by the user. The IFU calls out to check all components of the product for damage prior to use. It seems that this was not done correctly. A defect of the cable could have been detected if the check would have been proceeded correctly. Therefore, the defect can be rated as user error. The event is filed under internal karl storz complaint ID: (B)(4).